Event description:
Customer reported being hospitalized with diabetic ketoacidosis. Customer reported experiencing weakness, dizziness, and lethargy. Blood glucose level was 888 mg/dl at the time of hospitalization. In addition to the diabetic ketoacidosis, customer reported being hospitalized for heart issues. Customer also reported that the screen of the insulin pump was scratched so badly that she could barely see the screen. Customer also stated that the insulin pump's screen went black when the act button was pressed. Blood glucose level was 181 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.